Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier experienced unexpected motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the movement was unintended and was greater than intended. The wrist would not unbend unless the instrument was unclutched. There was jerky full wrist bend without master's direction and the timing was delayed on the movement. The reported issue was noted on the same instrument a couple of times prior to this event. There were no external collisions and the issue occurred when clamping a cholangiogram catheter.